Event description:
It was reported that at the user facility the device would not lock into safe mode, a condition in which the device has the potential to run without user activation. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
Signs of non-stryker work on the internal components of the device were noted during failure analysis. Unauthorized modification of these components is a potential cause of the reported event. The device instructions for use states that no service should be attempted on the device system components and that all concerns should be directed to stryker service. Stryker recommends that all failures and maintenance associated with its devices should be directed to trained stryker service professionals.